Manufacturer narrative:
By checking the DHR of the lot# 15at13j, no anomaly was found on a total of (B)(4) components manufactured with this lot. We will submit a final MDR once the investigation will be completed.

Event description:
Revision surgery of smr anatomic performed on (B)(6) 2019 due to pain and loss of range of motion. Primary surgery was performed in (B)(6) 2017. After 1 year, the patient started having pain and loss of range of motion: according to the info reported, patient has had no trauma, only pain especially in abduction. After arthroscopy was performed, surgeon commented that head had migrated superiorly and cuff rotator was intact. During revision surgery, l1 liner cod. 1377.50.010 lot #15at13j was found to be worn. Event occurred in (B)(6).